Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of the heat identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to component failure from wear. UDI: (B)(4).

Event description:
It was reported by india that during service and evaluation, it was determined that the motor device had heat. It was further observed that the device had cable damage, component damage and excessive noise. It was determined that the device could not secure/lock cutter and ran in locked position. It was further determined that the device failed pretest for visual assessment, loctite assessment, cable assessment, cutter lock assessment, motor thermistor assessment, safety assessment, direction control assessment noise assessment, handpiece temperature assessment and hand control assessment. It was noted in the service order that the device did not work and its pin at the tip was broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.